Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the liberty select cycler with cycler set and the peritonitis. Additionally, there was never a complaint reported for this event timeframe related to a product issue. Although the patient alleges a leak in the external bag, he continued to connect to and complete treatment. It is unknown if the patient followed proper aseptic technique. All patients undergoing pd therapy are at risk for infection as dialysis technique increases the potential for contamination. The pd effluent culture was negative for growth thus not identifying the causal organism of the peritonitis. Based on the available information, the liberty select cycler can be excluded as the cause of the peritonitis, however, the liberty cycler set cannot be excluded as causing or contributing to the event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an episode of peritonitis in (B)(6). The patient reported the external bag leaked as he was connecting for treatment (unknown date), however, continued to complete the treatment. The pd effluent for that event did not result in growth but the patient was still treated for peritonitis with ip vancomycin for 24 days (dose unknown). The patient was hospitalized for that event on (B)(6) 2019 and discharged on (B)(6) 2019. The patient completed the antibiotic treatment as prescribed.